Manufacturer narrative:
Block d4: serial number obtained from the returned guidewire. Block h3: the verrata 10185p wire was returned for evaluation. Visual inspection found bends on the guidewire and the distal coil was curved. During the guidewire bend test, rotation was unable to propagate successfully through the distal tip. Block h6: the probable cause for the observed failure likely occurred due to handling during advancement of the guidewire. The curve in the distal tip most likely had an impact on the distal tip movement. However, it could not be determined conclusively how the distal tip of the guidewire was trapped. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Serial number not provided. Initial reporter source: country is vietnam. The verrata 10185p wire was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a verrata 10185p wire was used in a diagnostic coronary procedure in the proximal lad. During advancement of the guidewire for measurement, resistance was encountered. The guidewire tip was trapped, but was successfully retrieved with a microcatheter. The procedure was completed with a new verrata wire. The patient was discharged as expected with no injury reported. This adverse event is being submitted due to the additional intervention required to remove from the patient.